Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that patient presented for routine follow up with symptoms of light-headedness, inappropriate atp therapy was observed. It was noted the patient recently had kidney problems and it was suspected they had been on dialysis. Device was reprogrammed and remains implanted.

Event description:
New information received notes that the patient presented to the ER after receiving inappropriate high voltage therapy for svt. Device was reprogrammed further and remains implanted.